Manufacturer narrative:
The perforator was returned for evaluation: device history record (DHR): there is no indication that the production process may have contributed to this complaint. Failure analysis - the perforator unit was inspected using the unaided eye. The unit was heavily soiled, no other anomalies were noted. "IFU" testing procedure was performed after freeing the inner/outer drill with light pressure. Testing included: applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. When engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. Ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the perforator did not stop while performing the drilling of the burr hole. No patient injury reported and the event did not led to surgical delay. A medtronic midas rex pneumatic drill was used and it was confirmed the perforator clicked in place in the drill.